Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: right total hip arthroscopy with acetabular cup polyethylene wear or fracture. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient has been indicated for a revision due to a fractured shell. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.